Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly customer's blood glucose at time of incident was 107 mg/dl. The customer stated insulin is squirting out during the manual prime. Customer stated piston continue to move forward after reservoir contact and insulin squirted out. Customer reported no numbers appeared on screen, no beep heard and leaving prime not possible. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.